Event description:
A #22 gauge catheter was inserted into pt without difficulty. Blood immediately started leaking at white teflon catheter and blue plastic hub of catheter. Catheter was immediately removed and saved. Rptr has received 3 other complaints that catheters were leaking blood. Catheters were removed but not saved.